Event description:
During post (B)(4) discussion with baycare health system customer (2 facilities) reported the tubing used with propofol was leaking around the top where the container top/spike meet. Customer noted the cap over the air port was open as the propofol is in a glass bottle. There was no pt harm reported and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). No product will be returned as no product was saved per customer. The customer complaint of set leaked around the top where the container top spike meet could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified. No further analysis could be performed on unk model and unk lot number due to no info being provided by customer.